Manufacturer narrative:
A philips remote service engineer (rse) communicated with the customer. The customer indicated that he resolved the issue by resetting the keyboard/video/mouse (kvm) switch. This is considered a product malfunction; the cause was not determined. The customer resolved the issue by resetting the kvm switch. No further investigation or action is warranted at this time. The customer indicated that he resolved the issue.

Event description:
It was reported that the speaker is not working. The device was in use on a patient. There was no report of patient or user harm.